Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery, an ophthalmic forceps could not be opened after it was closed. The surgery was completed by using a new product. There was no harm to the patient. Additional information received confirmed that a total of three forceps were involved.